Event description:
Rep called to state that while stenting the mid rca, the stent dislodged from the sds and had to be snared from the pt's femoral artery. Procedure was completed with a competitor's stent. The target lesion was a calcified and tortuous mid-rca stenosis. After the lesion was predilated, the cypher stent was adanced to the lesion site without difficulties; however, the cypher was not able to cross the target lesion. While the physician was attempting to withdraw the stent back into the guider for removal, the stent dislodged from the sds. The physician was able to withdraw the stent, wire, and guider back to the level of the femoral artery. At this point a snare device was used to retrieve the stent. The procedure was successfully completed with a competitor's product. The procedure was significantly prolonged due to this event (approx 2 hours). There was no resulting pt injury.